Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold and brown particles in the fill channel. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified crease sharp opening on posterior. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessedto a fold as flaw opening."

Event description:
Device was explanted.